Event description:
The reporter indicated, the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. There was pt contact, but no injury.

Manufacturer narrative:
(B)(4). Evaluation: method: (other): lens work order search. Results: (other): visual inspection of the returned product found the lens optic torn. Pieces of both haptics were torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).